Event description:
N/a.

Manufacturer narrative:
The hakim ventricular catheter was returned for evaluation. No root cause could be determined as no defect was reported on the device, as noted in the complaint information: removed due to shunt obstruction. At the time of investigation, no catheter occlusion was noted.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
2 of 3 reports. Other mfg report number: 3013886523-2021-00466, 3013886523-2021-00468. A physician reported the certas valve (ID 828804) was implanted into the patient via ventricular peritoneal shunt on unknown date with unknown setting. The valve was removed and replaced on (B)(6) 2021, due to the possibility of shunt obstruction. The device was used with 823041 (serial;unk) and 823045 (serial;unk) which were also removed. It is unknown the catheter's failure or if the patient experienced any signs and symptoms. It is also unknown if the catheter was replaced and how was the patient's current condition.